Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reports that customer experienced blood glucose ranging from 18 mg/dl to 720 mg/dl. Customer was hospitalized with blood glucose of 18 mg/dl on (B)(6) 2014. Troubleshooting showed that insulin pump was functioning properly. Customer was advised to speak with health care provider regarding low blood glucose. No further information provided.